Event description:
Per the audiologist, in 2007, the pt became infected with bacterial meningitis from the streptococcus group b. The pt had been vaccinated previously for meningitis. Add'l information has been requested and will be reported when received.

Manufacturer narrative:
This type of event is addressed in the device labeling.